Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised one year and seven months post implantation due to tibial loosening and subsidence. The articular surface was also revised and the patella was resurfaced at that time as a best practice. No further patient details are available due to privacy laws.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: australia. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products. Kne-other-femorals-unk.

Event description:
It was reported the patient was revised due to implant loosening. Due diligence is in progress for this complaint; to date no additional information or product has been received.